Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5154930.

Event description:
It was reported via the food and drug association (FDA) medwatch program that right atrial (ra) lead was under-sensing. No further information was provided.